Event description:
The customer complained of discrepant high results for 3 patient samples tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. (B)(6). The repeat results were believed to be correct. No adverse event occurred. The troponin t stat reagent lot number was 30870401 with an expiration date of 30-apr-2019. The field service engineer (fse) visited the customer site and no issues were identified. All mechanical alignments were verified. A performance check was run and passed within specification. The customer ran qc and all results were within the customer's specifications. The instrument is operating within specification. The customer's calibration signals were lower than expected. Qc results were acceptable. No issues were identified during a review of the alarm trace data. A general instrument and reagent problem was not identified. Based on the information provided, the investigation was unable to find a definitive root cause.